Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/21/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The complaint device was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well the test on global transmitter final functional tester was passed. Voltage testing was performed. Data log review was performed, fault could not be found during log review. The reported failed transmitter was not confirmed. A root cause could not be determined.